Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin for the amount of carbohydrates consumed and experienced a low blood glucose (bg) level of 40 mg/dl. The customer went to the hospital and was treated with glucose tablets. The customer reported the event occurred due to user error and that the issue was resolved with the treatment with no permanent damage to the customer.